Event description:
Sales rep reported that during a lumbar laminectomy the instrument jammed, and caused a dura tear.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.